Event description:
This lead was implanted on (B)(6) 1998 and remains implanted at this time. During a revision procedure, it was noted the lead was missing insulation. As a result, the lead was surgically abandoned. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).